Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx. 57 months ago. Aneurysm and vessel morphology were not reported. It was reported that the pt had an add'l procedure 46 months after the initial stent graft was implanted. Recently, the stent graft was found to have migrated with a persistent type 1 endoleak present and the aneurysm enlarged to 6 cm. The physician planned to perform an angiogram to decide whether to reline with another stent graft, or to explant the stent graft. No intervention has been performed to date. No add'l clinical sequelae were reported.

Manufacturer narrative:
Other (secondary intervention required). Evaluation codes, results/conclusion: (likely due to dilated aortic neck), (migration, endoleak).